Manufacturer narrative:
The system is routinely calibrated every 24 hours followed by a qc run. Prior to the event, qc results were within the lab's established ranges.a field service engineer (fse) was dispatched: a) the fse bleached the flow cell and the eic, and replaced the cl and na reference electrode.a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low chloride (cl) and carbon dioxide (co2) results generated by the synchron® lx20 clinical system. A) the false results were reported out of the lab.the samples were re-tested on a different instrument and corrected reports were submitted. A) an example of the initial and repeated results was provided. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event. The customer believes the amended reports reached physicians' offices before the original results had been reviewed.